Event description:
The received ER treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for eval. Eval has not been completed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.